Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the system was evaluated on-site by field service engineer. The pes sensor was found to be defective. The sensor was replaced, and the system was recalibrated. The system meets the specification for the performed service and is returned to use. H6) after evaluation, investigation and repair were complete, a faulty pes sensor was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A procedure commenced to treat the patient, necessitating the use of a philips laser system (pls). During the procedure, the pls displayed an error 106, which rendered the system inoperable, and the procedure could not be completed. The procedure was postponed until the system could be repaired, delaying treatment of the patient. There was no reported patient harm. This report captures the pls terminal system failure, delay of procedure; potential for harm.